Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous h10. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope exhibited that the air/water supply was clogged with a foreign material. The issue occurred during preparation for use for an unspecified diagnostic procedure. It was reported that the intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation and no reportable malfunctions were identified. Should additional relevant information become available, a supplemental report will be submitted.